Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen result while testing a staphylococcus aureus atcc® 29213¿ quality control strain using the vitek® 2 ast-p631 test kit (reference # 414961, lot # 7311406403). The expected result was a negative cefoxitin screen. There is no patient associated with this qc isolate; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (b)(64) regarding a false positive cefoxitin screen result while testing a staphylococcus aureus atcc® 29213¿ quality control strain using the vitek® 2 ast-p631 test kit (reference # 414961, lot # 7311406403). The expected result was a negative cefoxitin screen. A biomérieux internal investigation has been completed with the following results: the customer was unresponsive regarding strain submittal; therefore, an internal biomérieux strain was tested. The biomérieux internal s. Aureus atcc® 29213¿ quality control strain was subcultured to tsab agar and incubated for 18-20 hours at 35-37 degrees celsius. A second subculture was performed and testing included vitek® 2 ast-p631 cards from the customer's lot (7311406403) and a random lot (7311385103) in duplicate. Additionally, a saline sterility check was performed prior to this internal testing and it was negative. All four cards tested resulted in the expected negative cefoxitin screen (oxsf) results. Vitek® 2 ast-p631 (lot 7311406403) met final qc release criteria. This lot passed qc performance testing. The vitek® 2 ast-p631 cards are performing as expected for this strain.